Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
The customer reported that the ventilator produced the "oxygen device failed" diagnostic code. The device was being used for treatment when the reported event occurred; however, there was no patient harm. The fse (field service engineer) evaluated the device and could not duplicate the reported problem. However, it was confirmed in the event logs. No parts will be replaced.